Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose and no delivery alarm from the insulin pump. The customer's blood glucose reading was 438 mg/dl. The customer stated that he was sleeping and woke up to a no delivery alarm and changed the set. The customer was advised that no delivery alarms may be due to site, set or reservoir issues. The customer stated that his insulin is not expired or denatured. The customer stated that the tubing is not bent or kinked. The customer was advised that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. The customer was advised to monitor the pump and call back if problems persist.